Event description:
It was reported that during a ptca procedure, the wire was being used with another MFR's guide catheter and wire. The tip of the wire fractured and was removed with a snare. Pt status is listed as "okay".